Event description:
The customer reported that the smart box of the innova 2100 dropped unexpectedly, subsequently breaking the operator's toe. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.